Event description:
The customer contact reported the device delivered less than intended. The device was programmed to deliver 5fu in continuous only delivery in ml mode, with a rate of 3ml per hour with a vtbi of 138 ml for a duration of 46 hrs. It was reported that the pt received the empty container alarm "30 minutes prior to arriving at the clinic." The nurse reported the pt arrived at the clinic with "55ml left in the bag" when it was expected to be empty. There were no adverse pt effects. No medical intervention was required. Though requested, no additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. If the device is received, a follow-up report will be submitted. The device history was downloaded at the user facility. A review of the history indicates the most recent programming was in 2008 at 0222 when the history was cleared and at 0223 the device was programmed in the continuous only delivery in ml mode, rate of 3ml per hour, vtbi of 138ml, kvo of 0 ml/hr and a container size of 138ml, with the air sensitivity on. About 14 days later at 0019, a new day stamp. Between 0023 and 0420, there the device was powered off and powered on twice, there was one new container entry, and four start alarms. At 0421 the infusion was started. In the next day and the following day at 0000, there were new day stamp entries. At 0037, there was an empty container alarm. At 0038 the infusion was stopped. At 0055, the device was powered off and at 0056 the device was powered on using batteries. At 0113 there was an empty container alarm and at 0114 there was a power loss alarm. Review of the device history indicates that the device delivered as programmed.